Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure using a preloaded delivery system, the posterior haptic 'hooked' onto the plunger. The surgeon was required to use extra force to get the lens delivered into the eye. At that point, a capsular rupture occurred. The surgeon also noted the implanted lens only had one haptic. The lens was removed. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract procedure with intraocular lens (iol) implant using a preloaded delivery system, the posterior haptic 'hooked' onto the plunger. The surgeon used extra force to get the lens delivered into the eye and a capsular rupture occurred. The surgeon also noted the implanted lens only had one haptic. The lens was removed. Additional information was requested but none received. Smdr#1: additional information was received that the patient was not implanted a lens during the same surgery. The incision was enlarged. The patient went to a retina specialist who implanted a lens fixed on the iris.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that the patient was not implanted a lens during the same surgery. The incision was enlarged. The patient went to a retina specialist who implanted a lens fixed on the iris.

Event description:
An ophthalmic surgeon reported that during a cataract procedure with intraocular lens (iol) implant using a preloaded delivery system, the posterior haptic 'hooked' onto the plunger. The surgeon used extra force to get the lens delivered into the eye and a capsular rupture occurred. The surgeon also noted the implanted lens only had one haptic. The lens was removed. Additional information was requested but none received. Smdr#1: additional information was received that the patient was not implanted a lens during the same surgery. The incision was enlarged. The patient went to a retina specialist who implanted a lens fixed on the iris.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).